Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 13.5 cm from the strain relief, and tip damage (delamination). Inspection of the remaining device found no other damage or irregularities.the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on analysis completed on 26-july-2018. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system(was) was used to deploy a 33mm watchman ® laa closure device; however the protrusion was abnormal. The closure device did not meet release criteria. The procedure was ended. There was no damage and no patient complications. However, the device analysis revealed inner liner delamination.